Event description:
It was reported that error e17 on the unidrive siii occurred. Defective motor. No negative impact in state of health reported.

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. Device was returned for investigation and the investigation is pending.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Result of investigation: the customer complaint can be confirmed. During the investigation, the following was determined: - worn cable - damaged plug - signs of wear. Based on the above-mentioned findings, the most likely root cause for the complained failure is due to wear and tear. There is no indication for a manufacturing, material or design related failure. The event is filed under internal karl storz complaint ID: (B)(4).